Manufacturer narrative:
The samples were collected in bd, 4ml tubes and centrifuged at 3,500 rpm for 10 minutes at ambient temperature. Per archive data, testing occurred from the primary tubes using the correct rack series. Qc was within the customer's specifications on 2007. System checks performed two times in the same month, met specifications. However, the substrate ratio was beginning to increase on both days. A field service engineer (fse) was dispatched to the customer's lab on the second day: a) a day before, the fse had the customer to run diagnostic testing which passed. B) the fse performed a preventive maintenance (pm) to the instrument: the fse adjusted ultrasonic, pipettor temperature and luminometer control voltage. C) the fse performed diagnostic testing with passing results. D) the fse verified repair per established procedures and results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results that were generated by the access 2 instrument for three (3) patient samples. Patient a: an initial accu tni result was 2.46ng/ml. The original sample was re-tested several times and all repeated results were 0.03ng/ml. The sample was tested on a different instrument in the customer's lab multiple times and results were in the range of 0.03ng/ml to 0.04ng/ml. Patient b: an initial accu tni result was 0.86ng/ml. The original sample was re-tested for accu tni on a different instrument and the results were in the range of 0.07ng/ml to 0.09ng/ml. Patient c: the initial accu tni result was 0.05ng/ml. The sample was re-tested twice and the repeated results were: 5.37ng/ml and 0.04ng/ml. The sample was also tested on a different instrument and results of 0.06ng/ml and 0.05ng/ml were obtained. The erroneous accu tni results were reported out of the lab. Based on available information, the patients received anti platelet treatment based on the reported results.